Event description:
Caller reported aviva blood glucose results of 479 mg/dl, 191 mg/dl, and 271 mg/dl within 10 minutes. Reported no adverse event relative to discrepancy. A request was made for the return of the meter and strips, replacement sent.